Manufacturer narrative:
H9 FDA correction/ removal reporting no.: 3005423519-10/12/2021-001-r. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and a non-conformance was identified related to device malfunction. This non-conformance will be addressed through mentor¿s quality system. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. H6 health effect - clinical code e2402: generalized illness. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 42-year-old female patient underwent breast surgery with 475cc mentor smooth round moderate profile on both sides and experienced generalized illness symptoms including hair loss, itching around breasts, difficulty remembering things, brain fog, decreased libido, severe depression, anxiety, dry skin, achy joints, muscle cramps, food allergies, increased environmental allergies, tired all the time, rapid decline in vision, bloating, weight gain, difficulty losing weight, dry brittle hair, heart palpitations, rapid heart rate, arm falls asleep, cold feet, toes turn blue gray, changes in menstrual cycle, and changes in menstrual flow postoperatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the patient¿s left-sided device.